Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "delayed reaction", "nodules", "red and swollen", "induration", "inflammation" and "hypersensitivity" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: warnings: injection procedure reaction to juvederm ultra plus injection gel has been observed as consisting mainly of short-term inflammatory symptoms stating early after treatment and with less that 7 days' duration. Adverse events: per table 1, injection-site responses by maximum severity occurring in >5% of treated subjects (number/% of subject nlfs) possible injection-site responses post injection with juvederm ultra plus include redness, firmness, swelling, and lumps/bumps.

Event description:
Healthcare professional reported 4 months after a "touch up" injection with judeverm ultra plus in the nasolabial, malar area, and the cheeks, the patient experienced a "delayed reaction" consisting of "nodules in the injected areas" and "under the eyes". Additional symptoms included redness, swelling, "induration", inflammation" and "hypersensitivity". The symptoms were confirmed by the healthcare professional approximately two weeks after onset during a follow up appointment. On that date the patient was prescribed "doxycycline and naproxen" to "treat the symptoms". Four days later the patient was switched to biaxin and aleve. This is the same event and the same patient reported under ID# 3005113652-2014-00382 (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvederm ultra plus, also a device manufactured by allergan.